Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. Component code: 934 - reservoir. Health effect ¿ impact code: 4643 - blood transfusion. Health effect ¿ clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1096 - coagulation in device or device ingredient. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was large clot formed at the bottom of the sock in the reservoir. It is unknown if there was a delay in the procedure, and if there was a blood loss as result of the reported issue. As pe the user facility, they had a back-up pump in the room and ready for immediate changed out. The patient received 2 units of blood. No known consequence or health impact to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 14, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer). G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) . All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report) . H2 (follow-up due to correction, additional information and device evaluation) . H6 (identification of evaluation codes 10, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device . Type of investigation #2: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The affected sample was inspected upon receipt with clotting noted on the outside of the vr filter. The sample was tested for clotting with bovine blood at 8 l/minute for 1 hour with no clotting on the filter observed in the venous portion of the reservoir. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information from the clinical specialist states that, the reservoir had large clots form on the lower aspect of the venous filter during bypass requiring it to be changed out. An entire new heart lung machine with new circuit and oxygenator was employed to do this changeout. There was no patient harm. There was an unknown amount of blood loss.